Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass, there were air bubbles in the arterial line post oxygenator in the area of the bubble detector. Heart lung machine (hlm) was primed and circuit completely de-aired including pressure lines and zero balance of pressure transducers and high-pressure pump stop test. Hlm was recirculation upfront the procedure for about 1.5 ¿ 2 hours. 3 min after start of cardiopulmonary bypass, bubble detection alarm of hlm with pump stop. Air bubbles visually to see in the arterial line post oxygenator in the area of the bubble detector. No unusual occurrences prior to this event like arterial pump stop or any influence which could result in air entry. It is unknown if there was a delay in continuing the procedure, if the product was changed out, if the procedure was completed successfully or if there was any blood loss.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. For this reason, terumo references evaluation conclusion code 11. The product being reported does not have a primary unique device identification (UDI) number associated as it is non-sterile and is intended for further processing into convenience kits. Non-sterile products are subsequently sterilized once incorporated into a convenience kit. Non-sterile product is at no time introduced into commercial distribution.